Manufacturer narrative:
(B)(4). Date sent: 3/30/2021. One video received. During the visual analysis of one video, the following was observed: the video shows a device from anvil area with a white reload and tissue between the jaws. At the 00:12 mark the device is removed and bleeding is noted on the staple line. However, no malformed staple could be observed on the staple line due to the blood. Based on the video review, the event describe of hemostasis controllable is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information: a video was received for review. Review is in progress and not yet completed. Upon completion of video review, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during left upper lobectomy surgery, when severing pulmonary vein tissue on the second firing, after fired, noted some staples malformed. Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.